Event description:
Rptr states that silicone breast implants received on 10/22/87 caused her to have a severe infection requiring hospitalization. From 11/2/87 to 11/11/87, she received ancef arount-the-clock (10 days). In 3/92, rptr discovered implants were ruptured. During all those yrs, rptr always felt ill with pain and swelling of her joints in her arms, terrible migraine-like headaches, and arthritic pain throughout for which she took tylenol #3, ibuprofen, advil, voltaren, prozac and xanax. She has been miserable all these yrs. Replacement implants received 5/15/92 are saline and are also ruptured. Rptr is now having problems with arrhythmia. Rptr is waiting until she feels better to have devices removed.